Manufacturer narrative:
Product condition received: the product was returned with the membrane completely unfolded and blood on the exterior of the catheter. No kinks were found. Product evaluation: the technician was able to successfully aspirate/flush the inner lumen. The inner lumen was dimensionally inspected and found to meet specification. Conclusion: the reported event cannot be confirmed by the evaluation. A review of the device history does not indicate any lot specific issues. (B)(4).

Event description:
After inserting the iab percutaneous on right leg, confirming by x-ray that the iab was in the descending aorta, aspiration through the inner lumen could not be done. It was confirmed by angiography, that the balloon was in the descending aorta. By cta check, there was no aortic dissection. Two balloons were used with same problem. Aspiration through the inner lumen could not be done. Saline or contrast could not be injected through the inner lumen. Used low molecular weight heparin, normal coagulation.